Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
No event to report as of yet, awaiting further information. Update:- "wire breakage".

Manufacturer narrative:
The complaint could be confirmed, as by the received products/construct, also a broken wire got received. The device inspection revealed the following: visual examination of the received products shows that they are in used, but otherwise in intact conditions. The connection nut is mounted the wrong way around to the wire bolt. The washer (grey) is deformed, the deformation that can be seen is the result of an intended use, clamping of a wire. The wire which got used in connection with the stryker products is from competitor. The current instructions for use state: "do not use components of stryker product systems in conjunction with components from any other manufacturer¿s system unless otherwise specified." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
No event to report as of yet, awaiting further information. Update: "wire breakage".